Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil and the distal end of the distal shocking coil. Associated with this was a slight stretching of the proximal and distal end of these shocking coils. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that during a routine device upgrade procedure, during the attempted implant of a right ventricular (rv) lead, after several attempts to place the lead, the proximal coil was noted to be stretched. The lead was attempted, but not implanted. This additional lead was attempted, however, difficulty was encountered passing the lead through the sheath and the proximal coil was noted to be separated and the lead was removed. A third lead was also attempted, however, was unable to be passed into the rv due to reported tortuous patient anatomy and was removed. The device upgrade was postponed and a procedure will be scheduled for an unknown date in the future. All three leads were attempted, but not implanted. No adverse patient effects were reported.